Event description:
It was reported that an auto-off alarm occurred. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide. Customer¿s blood glucose level was 600 mg/dl. Tandem technical support was unable to gather more information regarding bg. Therefore, no further information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.